Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The date of the event is an approximation. On (B)(6) 2024, it was reported that the patient was brought to the hospital due to inaccurate readings. The patient reportedly refused provide info since he has a documentation of it that he needs to find. He would email it to us and did not have the documentation of the event on hand at the time of the call. An attempt on (B)(6) 2025 by cca np to contact the patient by phone for event details was unsuccessful. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.